Manufacturer narrative:
H2/h6: the software analysis was completed. There was insufficient information to determine if a software anomaly contributed to the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was able to connect to electronic picture archiving and communication systems (pacs) and had all green connections on the pacs connection test. The medtronic representative (rep) was able to look at images on the network, but when he would go to download, it would immediately fail. The system would get the c-move error. The rep continued troubleshooting and checked the ip configuration of the system and the pacs network. The rep went to download the patient again to recreate the error encountered earlier, but this time, the patient images downloaded successfully. The rep was able to successfully download patient images repeatedly. Nothing had been changed as far as the rep was aware. There was no patient involvement.